Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device never triggered replacement indicator while implanted. The interrogated battery was good and it passed automated electrical testing. Further, the device was operating normally.

Event description:
Boston scientific received information that this pacemaker had reached end of life (eol). It was noted that patient had a sinus node dysfunction with chronic symptomatic bradycardia. Additional information indicates that the system was removed due to dislodged right ventricular (rv) lead and loss of capture on the right atrial (ra) lead. The pacemaker was explanted. No additional adverse patient effects were reported.